Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised. The surgeon reported that the shell was "a little vertical". A pre-revision x-ray provided by the rep also cites a limb length discrepancy of 7mm. Intra-operatively, the shell and stem were noted to be well-fixed. Rep also provided primary and revision implant sheets and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding malposition involving an adm shell was reported. The event was was confirmed through clinician review of the x-ray provided. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray shows the acetabulum is vertical and malpositioned but not loose, need operative reports, clinical and past medical history and serial x-rays. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: x-ray shows the acetabulum is vertical and malpositioned but not loose, the exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as serial x-rays, operative reports as well as clinical and past medical history are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised. The surgeon reported that the shell was "a little vertical". A pre-revision x- ray provided by the rep also cites a limb length discrepancy of 7mm. Intra- operatively, the shell and stem were noted to be well-fixed. Rep also provided primary and revision implant sheets and reported that no further information will be available.